Event description:
Internal defibrillator cables for the defib/pacer/monitor, fail to charge. This has occurred 8 times since they were purchased in early 1995; twice last year and 5 times in the last 3 weeks. This problem puts the open-heart pt at risk while a different set of paddles is obtained. Rptr has discussed this with the company and still there is no solution for the problem. Rptr has followed the recommended cleaning and maintenance instructions.